Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge his scs system in over a year due to misplaced external devices. Reportedly, the ipg was deemed inoperable by the sjm representative. Subsequently, surgical intervention was undertaken wherein the device was explanted and replaced which resolved the issue.